Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that guide wire coating was peeled off. The target lesion was located in the hepatic artery. A 135cm transend¿ guide wire was attempted to cross the lesion; however, the physician felt the device was very harsh to advance and when the device was removed, it was noted that the coating was slightly peeled off. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.